Event description:
Patient was revised two hours after implant due to bone fracture and dislocsation. Doctor stated: it was suspected - post op x-rays showed a dislocation of hip. Closed reduction film showed fracture of greater trochanter.